Manufacturer narrative:
(B)(4). Analysis results are not available at the time of report. Once results are available a follow up report will be submitted.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was adverse reactions following charging implantable neurostimulator (ins) system. The patient reported poor pain relief at lumbar spine. The patient reported new pain at the generator site. The device was explanted. There was a loss of pain relief and burning at the pocket site.

Manufacturer narrative:
Upon return of the ins serial number (B)(4) analysis found that the ins grommet was loose. The grommet was loose at the #0 setscrew. There was no abnormal hotspots observed from ir images.

Event description:
It was reported the patient was not achieving adequate coverage for cervical pain and poor pain relief at her lumbar spine. It was also reported the patient felt like her back was tethered and she had new pain at her generator site. Reprogramming on (B)(6) 2015, did not improve coverage and it was determined two systems would be required to obtain coverage for both lumbar and cervical pain. On (B)(6) 2015, the patient¿s implantable neurostimulator (ins) was repositioned to t4 within the existing pocket and the patient¿s lumbar issues were resolved on may 28, 2015. On (B)(6) 2015, a second system was implanted. The event was ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.